Event description:
It was reported that a pt underwent a laparoscopic hernia repair on (B) (6) 2010. The mesh was introduced intra-abdominally through a 10mm trocar. The mesh went down the trocar smoothly and no damage was done to the product during this technique. Once the mesh unrolled within the abdomen and the stay sutures were pulled through the fascia and skin, it was noticed that orc layer was delaminated from the soft polypropylene layer on a portion of the mesh. The mesh was removed from the abdominal cavity and put on table where further peeling occurred ex vivo using only minimal force of blunt dissection. Another like device was used, introduced into the abdominal cavity in the same way, and no adverse pt consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4) - delamination. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.